Event description:
The user facility reported that within 3 weeks of using the ultra sensitive earloop mask an employee's face was burning and had blisters. The employee was treated with prednisone.

Manufacturer narrative:
Crosstex spsmedical has contacted the customer requesting additional information regarding the reported event and the status of the employee. To date, we have not received additional information. The ultra sensitive earloop mask is made with a hypoallergenic cellulose inner layer and is latex free. A follow-up MDR will be submitted should additional information become available.

Manufacturer narrative:
The results from the patch test found that the employee is latex sensitive and allergic to 2 rubber accelerators (thiuram mix and black rubber mix). Testing confirmed that there are no rubber accelerators or latex in the ultra sensitive mask components, as confirmed by the suppliers.